Event description:
It was reported that a chest x-ray showed possible externalization of conductors on the right ventricular lead. The lead showed no sign of electrical malfunction and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.